Manufacturer narrative:
(B)(4), batch # unk. Event: date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy case while using gold reload with powered echelon stapler the lateral side of the reload didn't apply the staples and the reload itself was damaged from the lateral surface, with no effect on the medial side of the reload, and the doctor confirmed there are no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 3/8/2022 this is an analysis of photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: an ecr60d reload picture was received for analysis. Upon visual inspection, it was observed the left side of the reload fully fired and right side was noted with the outer row to be fully fired and the right side the two inner rows partially fired. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on reload analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.